Event description:
It was reported that during a biliary stenting treatment procedure guidewire damage occurred. The target lesion was in the common bile duct (cbd). A hydra-jag guidewire had been advanced. An unknown sized "rx covered wallstent" had been advanced over the hydra-jag guidewire and deployed in the target lesion. During withdrawal, resistance was noted and the stent delivery device "got stuck". The stent delivery system and the guidewire were removed as a unit. The stent was also removed. The guidewire was examined and it appeared that "the tungsten was almost detached from the core wire, but it was still on the core wire." The guidewire coating appeared "peeled". There were no patient complications reported with the patient's current condition listed as "good".